Event description:
During a planned navigated procedure the user decided to abort the use of the navigation system. The procedure was completed successfully without the use of navigation. No reported delays, impact to patient, medical intervention or adverse consequences.

Manufacturer narrative:
The reported event of inaccurate registration cannot be confirmed as no log files were available for evaluation.

Event description:
During a planned navigated procedure the user decided to abort the use of the navigation system. The procedure was completed successfully without the use of navigation. No reported delays, impact to patient, medical intervention or adverse consequences.